Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a thoracoscopic vats lobectomy procedure the surgeon stated that the top jaw of the device fell off into the patient after the procedure had been ongoing for approximately seven hours. The broken piece of jaw was retrieved without having to convert to open. No additional enseal device was needed to complete the procedure. There were no patient consequences reported.